Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). To resolve error on unit n"no set loaded customer needs to replace the pressure sensor on unit and once replace run calibration on unit if fails the unit will have to come in for services repair. (B)(4). Customer called in for help on 8100 unit get error "no set loaded" which has to do with the pressure sensor on unit which is the bottom sensor for patient side will need to be replace. Once replace and he is still get that error at that point unit has to come in for services repair.